Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch 3152777 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material#: 309628. Batch#: 3152777. Verbatim: rcc received a complaint via email. On (B)(6) 2025 (B)(6) was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter- fm- syringe. On (B)(6) 2025, the reporter, who is the hcp, stated, dose was withdrawn from the vial of the suspect eylea hd, the physician noticed "one particle" floating inside the medicine, in the viewing window of the syringe of the suspect eylea hd. Lot: 3152777. Catalog: 309628. Please initiate an investigation regarding the 1ml syringe with bd catalog and lot number: as the complainant reported upon drawing up the dose in the syringe a particle was noted floating in the medication. No photographs or sample is available however the complainant described noting a particle on the inside of the syringe in the solution after drawing up the dose. It was noted to be one particle free floating in the solution. As we do not currently have access to bd batch records, please ask bd to review batch records and provide investigation.